Manufacturer narrative:
This supplemental report is being submitted to provide additional information. During evaluation at olympus malaysia (oml), gas leak and malfunction of the main board were found. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. We could not identify the cause of the reported event conclusively. However, based on the information from oml, it was presumed that the gas leak occurred because the primary pressure reducer and the internal tube were broken. We could not identify why the primary pressure reducer, the internal tube and the main board were broken. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the regulator. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that there was sounds of gas leakage. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.